Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one lens was inserted, then cut and removed intraoperatively due to capsular tear and vitrectomy. A malyugin ring was also used during the surgery. A second lens was implanted but it was torn/damaged upon removal of the malyugin ring, so the second lens was also cut and removed. Patient's current prognosis was described as "doing good." Additional info has been requested but has not been received. This report refers to the second lens that was inserted and removed. Please refer to MDR # 1119279-2014-00179 for the first lens that was inserted and removed. Please refer to MDR # 1119279-2014-00181 for the two inserters used during the event.